Event description:
Patient was revised to address acetabular cup loosening and pain. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which indicates that patient is seeking legal action. Part/lot information, date of implant and correct revision date were also identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient was revised to address acetabular cup loosening and pain. Litigation alleged the patient suffered pain, disability and exposure to chromium and cobalt as a result of the asr implant. There is no new information that changes the outcome of this investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.